Event description:
It was reported by a pt that post a coronary drug eluting stenting treatment procedure, blood clots were found in the pt's lungs. A 3.50x16mm taxus express2 stent was implanted in an unspecified vessel and post-procedure, the pt experienced chronic pain their upper chest and also reported being cold a lot. The pt also reported that they have blood clots in their lungs since the implantation of the taxus express2 stent. Additional information received from the physician indicates that the physician does not believe that the pt's symptoms are related to the implantation of the taxus express2 stent. The pt did not receive any treatment for their symptoms; however, their medication was changed. The pt's current condition is listed as "stable".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.